Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the patients pulse oximeter reading ranged from 89-91% while on the vocsn device. The patient was then placed on a different ventilator for support and their pulse oximeter readings increased to 93-94%. The reporter further stated that "I think the internal concentrator isn't performing well." There were no reports of patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of its "internal concentrator not working well" could not be confirmed. The device's electronic records (system logs) were downloaded for analysis. The system logs did not show any instances of ¿service concentrator soon¿ or ¿o2 concentrator¿ alarms. Ventec did observe the device had logged alarms for ¿o2 tube disconnect" which indicates that the the patient circuit's o2 tube may not have been fully seated to the ventilator. The vocsn clinical and technical manual advises the following [p. 152]: ¿note: ensure the o2 tube is firmly connected. Ventec recommends verifying patient oxygenation and setting the low inspiratory pressure and low minute volume alarms appropriately for the patient condition to detect o2 tube disconnections.¿ proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.